Event description:
It was reported that the anesthesia system had a leakage while in use during treatment. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The reported issue was reproduced during troubleshooting. According to received information, the air gas module was found faulty and its replacement solved the issue.